Event description:
It was reported that the jaws of the applier was found misaligned during use. Therefore, the user used a new unit instead. The applier was sent to our technical specialist who concluded it was unrepairable.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in may of 2019. Evaluation of the returned instrument as received shows that it has a non-teleflex luer flush port cap installed and the tips are slightly loose but they are properly aligned in the closed position and there is no visual damage to the outer tube assembly around the jaw pivot pin area. We are unable to validate this complaint. Further evaluation shows that this instrument is able to pick-up, retain and close and release multiple clips both with and without the use of silastic test tubing as required of this instruments function. There were no non-conforming features found on the returned device. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier was found misaligned during use. Therefore, the user used a new unit instead. The applier was sent to our technical specialist who concluded it was unrepairable.